Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring, no patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the unit's multigas and o2 analyzer assembly bench. Unit was calibrated and safety tested to factory's specifications.